Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use, the cardiosave intra-aortic balloon pump (iabp) was shut down. No patient injury.

Manufacturer narrative:
After further review, this is duplicate of tw (B)(4), making it non-reportable to the FDA. As a result, no follow up emdr is necessary. Please cancel in your database.